Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update the h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) processes steps used from the customer and there were no obvious deviations from instructions for use (IFU) identified. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no deviations identified from the cds process steps provided in the IFU. Therefore, the cause of the material remaining in the device could not be determined. The issue can be detected/prevented by following the instructions provided in: cf-q150l/I operation manual chapter 3 preparation and inspection. Cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited foreign material on the bending section cover rubber and on the connecting tube. There were no reports of patient involvement.